Event description:
It was reported that an asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A complete lead was returned in two parts. External insulation abrasion consistent with lead friction to another device was found at 7.8cm to 9.2cm from the distal tip. The etfe was intact at this location.